Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD was implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial under-sensing as well as no sensing was observed on the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.